Event description:
It was reported that (3) devices were used during a low anterior resection. It was reported by the affiliate that the cdh29, while closing the instrument, the anvil popped off. It would not reattach because it was too loose. The same thing happened with the 2nd cdh29. The anastomosis was completed by using a 3rd cdh29. The atb45 was also used in the case and it resulted in an incomplete staple line. Another instrument was used to complete the case. There was no consequence to the pt. All devices were discarded.